Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead were observed to have blood ingression. The analyst noted that the inner and outer insulation breached (clavicle rib crush) contributed to the electrical complaint. (B)(4).

Event description:
It was reported that a rapid decline in impedance and low pacing impedance was observed in the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.